Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that articular surface inserter fractured during use. The surgery was completed without any problems.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(6). Reported event was confirmed, as device was returned and fractured. Device history record review found no deviations or anomalies that would cause or contribute to the reported event. Review of complaint history found no other complaints of this nature for the reported part/lot combination, and determined that no further action is required as no trends were identified. The package insert which accompanies the device states that breakage can occur as the instrument is subjected to high loads and/or impact. The root cause is determined to be wear and tear from use with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.